Manufacturer narrative:
Section h codes have been updated based on additional information. This report reflects the most up to date coding. Clinical assessment: 67-year-old male patient with cardiogenic shock implanted with impella cp through right axillary artery. During support on day one, suction alarm and placement signal alarms present. Provider confirmed position via echo, placement signal monitoring was disabled. While on support bleeding from an undisclosed source was documented to have beeen treated with 2 units of packed red blood cells. Support continued for six days (off-label use). Patient recovered and the device was successfully explanted. Engineering assessment: during impella cp support, multiple suction alarms occurred on (B)(6) 2025, and a pressure discrepancy was reported between the placement signal and the arterial line. During support, bleeding was reported that was treated with 2 units prbcs. The source of the bleeding was noted to be unknown, as the patient had undergone additional procedures. The patient continued on impella support until explant of(B)(6) 2025. There were no adverse effects to the patient due to the pressure discrepancy. The device functioned as intended, excluding the pressure reading discrepancy.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced suction and low pressure alarms. Correct pump position was confirmed using echo. Later, the patient was successfully weaned from the pump and survived.